Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a device check. The device check found the right ventricular (rv) lead had dislodged due to twiddler's syndrome. The dislodgement was found under fluoroscopy. The lead was explanted and replaced. The patient was stable.